Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she was admitted to the hospital today with a blood glucose (bg) of 26 mg/dl. She reports the day was normal until this afternoon when the pump started alarming 'not primed' 3 times within 30 minutes. She reports she disconnected and primed pump 3 separate times. Pump seemed to be working correctly but she felt very tired. Then the next thing she knew she awoke with emts around her and was transported to the hospital and admitted. The pump was discontinued, IV and dextros given. Bg at time of call in the 300 mg/dl range. Customer support (cs) reviewed with patient and found no loss of power, no trauma to pump, no other alarms, cartridge cap tight, no moisture exposure, using cartridge correctly. Patient has lost confidence in this pump and is requesting it be replaced. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:. The black box shows ¿loss of prime¿ warning associated with non-zero low force. An "ezprime" sequence was successfully completed. A 1.0 u/hr basal program was executed for a 24 hr duration period in the pump; no loss of prime or prime related warnings were duplicated. A force sensor calibration check determined the pump is detecting the correct force at (B)(4).the pump successfully completed the required (B)(4) flow accuracy test and was found to be delivering within the specification. Removed the pump cover; force sensor pins seated and the solder connections are intact. No evidence of contamination or cracked force sensor traces observed. Unidentified force low. Force sensor calibration okay. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release